Event description:
It was reported that the device on button led illuminates upon pressing the power button but the rest of the device intermittently fails to boot up, a lock up issue. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio determined the cause for the issue to be the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.